Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, and a cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed compromised force sensor system and that the customer experienced high blood glucose. The customer's blood glucose was 500 mg/dl, which was treated with manual injection. The caller stated that insulin squirted out during the manual prime process. She stated that the customer change the infusion set and was rewinding the insulin pump when the alarm occurred. The customer was unable to exit the preparing to prime loop and was stuck in the rewind complete/bolus delivery loop. The customer complained of slight cramping in his hands. They stated that the customer's blood glucose was high due to his not receiving insulin during the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.